Event description:
Reporting status: serious injury/requiring intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction was reported. It was reported via a trial that in 2007, the patient underwent stenting of the mid lad (pre-dilated) with a mini vision stent. Three months later, the patient experienced angina and was hospitalized. At that time, a functional ischemia study was inconclusive and the ck measurement was elevated. Three days later, an angiogram revealed >=70% and <100% stenosis within the mid lad and the patient underwent revascularization to the target lesion via another company's stent and rotastenting of the bms stent. Cec adjudicators adjudicated the event as a non q-wave mi. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Angina, myocardial infarction, and stenosis, are listed in the mini vision instruction for use, as known adverse events associated with coronary stenting. Also, angina , enzyme elevation, stenosis, myocardial infarction, and hospitalization are listed in the no fault risk assessement (ram) as no-fault post procedure complications. It appears that angina and elevated enzymes were secondary effect of the myocardial infarction and stenosis.